Event description:
It has been reported to co that during the procedure debris was detected in the syringe of this device. Reportedly, "black foreign matter" was detected. The pt is reported as fine and the device is being returned for co's evaluation.